Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii lvas, serial number (B)(6), confirmed the presence of pump thrombosis. The pump was returned assembled with the driveline cut approximately 8.5 inches from the pump housing and the distal portion was not returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were not returned. The sealed outflow graft was returned attached to the pump and was cut lengthwise prior to return of the pump. The outflow graft bend relief was returned detached from the pump. The bend relief collar was not returned. The outlet elbow was returned attached to the pump. Examination of the blood contacting surfaced of the outflow graft did not reveal any adhered depositions or thrombus formations, and the report of an outflow graft thrombus could not be confirmed based on the evaluation of the returned device. Additionally, the inflow conduit was not returned for evaluation and the report of an inflow thrombus could not be confirmed through this evaluation. Examination of the proximal side of the outlet stator revealed a large, non-laminated thrombus situated around the outlet bearing ball and in between the stator blades. The lack of laminated layering suggests that the thrombus did not form in the outlet stator; however, its origin could not be determined. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Evaluation of the patient¿s submitted log file confirmed low flow alarms as well as pump power elevations; however, the observed thrombus would not have contributed to the captured events. Additionally, a direct relationship between the reported right heart failure and renal failure could not be conclusively correlated to the device or investigation findings. Upon removal of the observed thrombus, the device was cleaned. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The heartmate ii lvas IFU is currently available. Device thrombosis, right heart failure, and renal failure are listed as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended inr values. The hmii lvas IFU contains information regarding pump speed, power, flow, and pi. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 ¿patient care and management¿ (under "right heart failure") discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. Section 1 "introduction" of the IFU provides an explanation of all pump parameters, including pump flow. Section 4 provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "anticoagulation") outlines the suggested anticoagulation regimen (including inr range) for patients using the heartmate ii lvas. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions including the low flow hazard as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the reason for pump exchange was determined to be outflow graft thrombus.

Manufacturer narrative:
Approximate age of device- 10 months, 14 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted with right heart failure, gross volume overload, renal failure, and multiple low flow alarms. The patient was in the intensive care unit for inotrope, pressor support, and heparin, although therapy was limited by the patient's low blood pressure. Vad coordinator was concerned that lvad was not working. Log file analysis captured low flow events. Log file analysis also showed pump parameters of power, flow, and pi trending downward. Unsustained power elevations were also noted. Computed tomography angiography (cta) of the chest was done and showed inflow cannula with thrombus occluding 70% of the lumen. The patient underwent a device exchange on (B)(6) 2019. The patient was deemed critically ill and placed in the cardio-thoracic intensive care unit following pump exchange. No further information was provided.